Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being applied on the stomach, the surgeon tried to fire the second cartridge after adding reinforcement material on it, but it didn't fire so he took it outside of the body and tried to fire outside but it also didn't work. Took out the material and tried to fire but it still didn't work. The cartridge was replaced and only then it worked. The reinforcement material was applied on the next firing and it worked fine. The surgeon was also unable to squeeze the handle but he was able to press the green button. There was no patient injury.